Manufacturer narrative:
The customer's elecsys pth result could be confirmed. Upon investigation of the sample, an interfering factor against streptavidin could be identified. Product labeling for the assay documents this interference: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.

Manufacturer narrative:
The sample was requested for investigation.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys pth (pth) on a cobas e 801 module compared to the abbott method. On (B)(6) 2023 the initial result was 1.20 pg/ml. The customer repeated the sample on 2 different instruments in the laboratory and received the same result. On (B)(6) 2023 the customer sent the sample to another laboratory where the result from the abbott method was 20.2 pg/ml. It is not known if the questionable results were reported outside of the laboratory. The customer suspects an interference in the sample. The e801 module serial number was(B)(6) .